Manufacturer narrative:
The device with the lens was returned in the opened blister tray inside the opened carton. The lens stop was removed and not returned. The plunger is oriented correctly. Only a small amount of viscoelastic was observed in the device. The plunger has advanced the lens to mid nozzle and a plunger underride has occurred. The plunger was retracted toward the nozzle entry area. The lens is pressed up against the device interior ceiling. The lens is rotated sideways. Both haptics are folded under the optic. One haptic distal tip is looped, similar in appearance to a misfolded haptic around the plunger tip during lens delivery attempt. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified viscoelastic was used. A plunger underride was observed which has rotated the lens. This was most likely interpreted as the reported complaint. The root cause may be related to a failure to follow the dfu. An inadequate amount of viscoelastic is observed in the device. If the device is underfilled with viscoelastic this will result in inadequate coverage of the lens and lens fold path with ovd. The dfu instructs to fill the device until viscoelastic, at a minimum, can be seen flowing past the nozzle ¿fill-to¿ line (approximately 0.2ml room temperature ovd). It is unknown if the qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that during a cataract removal and an intraocular lens (iol) implant surgery, the lens swung after pressing the piston. The lens was exchanged to complete the case. Additional information has been requested.